Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal. It was reported that the patient was implanted on (B)(6) 2018, and on (B)(6) 2018, they had a pocket revision due to seroma under the implantable neurostimulator (ins) pocket site. The rep stated that the pocket site healed following the revision, but the patient recently presented complains that the incision was seeping. The rep met with the patient on the day of the report, and the patient mentioned it was still seeping around their bra strap. It was noted that the patient has diabetes, which contributes to poor healing at times. The patient stated that they are ¿fed up¿, the stimulator is not helping, and they are tired of dealing with it. The patient wanted the device removed. The rep noted that the patient had been reprogrammed from low does to high dose settings, and that the device was currently working. The rep mentioned that impedances were also normal. However, the patient chose to have the device removed due to the un-healing nat ure of the spinal incision, and complaints that they are not getting relief. Although, it was noted that exacerbations from healing could have contributed to the patient¿s continuing pain. The patient¿s device was explanted on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was reported.